Event description:
Asr revision; asr xl acetabular system - right hip; reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: pain. Update received 27th november, 2013. Lot number for femoral head invalid, correct lot number added. Update received: 23rd december 2013 - advised this com is re-create of (B)(4), corrected (B)(4) reference number: (B)(4), cross referenced, added hospital: (B)(6) hospital and surgeon's forename: mr (B)(6). Bi-lateral patient - please see (B)(4) for left side revision. Update - amended implant date, all mw fields, expiry dates and manufacturing dates. Taken from claimsuite dated 23rd jan 2015. Surgery date: (B)(6) 2008.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information received; deceased patient. There has been no allegation of a link between the asr implants and the death of the patient.